Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 c-ring burned through while performing transection. Nothing was detached into the havesting tunnel or inside the patient. No injury was reported. No additional incisions or procedures was required. No procedural delay was reported.

Event description:
N/a

Manufacturer narrative:
Tw (B)(4) updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/23/2026. An investigation was conducted on 03/30/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split and melted in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000524500 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.